Event description:
It was reported that exit block was noted and an x-ray exhibited right ventricular (rv) lead dislodgement. The physician attempted to reposition the rv lead but there were difficulties with the lead helix. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that exit block on the rv lead was observed and an x-ray exhibited rv lead dislodgement. The physician attempted to reposition the rv lead but there were difficulties with the lead helix. It was also noted that the stylet tip was "a little bit buckled" after it was opened. The stylet was not used and the rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.